Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The tubing set was being used to deliver an unspecified volume of lactated ringers, at an unspecified rate, via a plum pump. At an unspecified time, the option-lok male adapter of the tubing set was connected to the female adapter of an unspecified device. The customer contact reported that at the completion of the delivery, while the nurse was disconnecting the option-lok male adapter of the tubing set from the unspecified device, the distal tip of the option-lok male adapter broke off. The customer contact reported that the delivery was complete; therefore, the tubing set and unspecified device were not replaced. There were no reported adverse pt effects and reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.